Manufacturer narrative:
We have reviewed the production records of the excor stationary driving unit, s/n (B)(6). There were no anomalies in production and documentation is according to the manufacturer specifications. Last maintenance on this driver was performed by berlin heart service engineers on 2026-01-22 according to the specification. A detailed investigation report will be provided as soon as it is available.

Event description:
On (B)(6) 2026 the site contacted berlin heart inc. (Bhi) via the emergency hotline to report that the "blood pump had stopped pumping", and the ikus was being taken off of the patient and the handpump was using. The initial provider calling the hotline reported that the "cannulas may have kinked", but the bedside nurse reported that a weird alarm was triggered and the pump membrane was not moving. The nurse began hand pumping while calling for help. Bhi ca walked the ECMO specialist through setting up and connecting the back-up ikus. Of note, the ikus in question could be heard alarming in the background over the phone, and the alarming stopped once the site was instructed to insert the seal plug into the open driving tube connection. The patient remained hemodynamically stable throughout the event, and was reported to be awake and playing while the ikus was changed. The excor blood pump continued to function as intended, maintaining full filling and ejection throughout. The log files provided by the site were reviewed by bhi ca and a bhi service engineer. A review of log files revealed that the patient demonstrated multiple back-to-back "please check left pump and driving tube" alarms that were unresolved prior the driving tube being disconnected to hand pump. A "pressure fault in system 1" alarm was appropriately displayed while the driving tube was disconnected, and resolved when the seal plug was placed. A replacement ikus was provided and the ikus was collected for further investigation.

Manufacturer narrative:
The hostipal name and the details were entered incorrectly in section e1. Therefore, the information has been corrected.